Manufacturer narrative:
No frozen screen noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had frozen display. Customer¿s blood glucose was 363 mg/dl at the time of incident. Insulin pump screen was not completely blank. Customer was calling back with a frozen display after installing a new battery for previous frozen display issue. The insulin pump will not be returned for analysis.